Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient was taking antibiotics because she had a urinary tract infection (uti). The patient started taking antibiotics several times for different urinary tract infections (uti's) before the implantable neurostimulator (ins) was placed. It was reported that the patient has frequent utis and c diff from the antibiotics that she took for the utis. The patients infection has been resolved "so far". No further complications were anticipated/reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had been having troubles with their bowel. No further complications were reported/anticipated. Additional information from consumer regarding the patient on (B)(6) reported the trouble with bowels were due to antibiotics. There were no further complications that have been reported as a result of this event.